Manufacturer narrative:
This report is for unknown screws/unknown lot number. 510k#: unknown. The plate and screws were originally implanted on an unknown date; not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The plate and screws were originally implanted on an unknown date due to a distal radius fracture resulting from a fall in (B)(6) 2017. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for a hardware removal of a plate and screws on (B)(6) 2018 due to incomplete fracture reduction and a screw that is in the joint. The plate and screws were originally implanted on an unknown date due to a distal radius fracture resulting from a fall in (B)(6) 2017. The patient also underwent bone grafting in the original surgery as the bone was crushed on the one side. This report involves 2 devices. This report is 2 of 2 for (B)(4).

Event description:
Further it was reported that a patient is scheduled for a hardware removal of a plate and screws on (B)(6) 2018 due to incomplete fracture reduction and a screw that is in the joint. Both of which have been reported as caused by improper implantation of the devices (surgeons error) and not malfunctioning of the device. All of the devices were removed during the march 6th procedure and the patient was revised to a new plate and screws (stryker). The patient was in good condition following the hardware removal and revision.

Manufacturer narrative:
Further it was reported that a patient is scheduled for a hardware removal of a plate and screws on (B)(6) 2018 due to incomplete fracture reduction and a screw that is in the joint. Both of which have been reported as caused by improper implantation of the devices (surgeons error) and not malfunctioning of the device. All of the devices were removed during the march 6th procedure and the patient was revised to a new plate and screws (stryker). The patient was in good condition following the hardware removal and revision. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 is used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.